Event description:
The account stated the intial and repeat reactive rates are higher than expected for prism htlv-I/htlv-ii assay since 2008. The prism htlv-I/htlv-ii repeatedly reactive specimens are then tested with abbott htlv-I/htlv-ii eia assay with negative results. No impact to patient management was reported.

Event description:
It was reported by the attending physician that catheter was placed beside the site of the previous catheter in the pt's neck. They attempted to return blood through the catheter. At which time, blood "squirted" about a foot high out of the original site location. He immediately stopped returning blood and they flushed with saline. The saline also came out of the original site location. The catheter was then removed and a new catheter was placed femorally.

Manufacturer narrative:
Investigation in process, no method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation method - field data related to the quality issue within the complaint (elevated reactive rates) from multiple customers and reagent kits from lot 67450m100 were reviewed in the investigation. The investigation included a review of field data reported to the prism metrics database for prism htlv-I/htlv-ii reagent lot 67450m100. A total of 373,961 samples had been tested across multiple customer sites at the time of the review. The overall initial and repeat reactive rates were calculated to be 0.16% and 0.15%, respectively. The calculated values were compared to the 95% confidence interval limits for initial and repeat reactive rates within the prism htlv-I/htlv-ii package insert (commodity (B)(4)). The initial reactive rate of 0.16% was within the 95% confidence interval limits of 0.10 to 0.20; however, the repeat reactive rate of 0.15% is outside the upper 95% confidence interval limit of 0.11. An investigation has been initiated to determine cause of this issue. The customer will be notified of the outcome of the investigation when it is complete. The donor samples the customer returned to the investigation team will be used in this investigation to identify cause. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation - reactivity originating from the htlv-I viral lysate. Thirty of 79 prism htlv-I / htlv-ii reagent lots, list number 06e50-68, have exhibited initial reactive rates (irr) and/or repeat reactive rates (rrr) that exceed the package insert 95% confidence interval upper limit. Multiple customer complaints related to reactive rates from several sites representing various geographic areas for these lots have been received since (B)(6) 2008. There was no impact to product functionality or product performance. The probable cause of some reagent lots exhibiting irr and/or rrr that exceed the package insert 95% confidence interval upper limit is that these clinical results were obtained from the 3 clinical lots combined and does not accurately represent the individual clinical lot irr and rrr performance. A contributing factor for the higher than expected repeat reactive rates observed at multiple customer sites for the prism htlv-I/htlv-ii assay is a sample-specific antibody interaction with the microparticle and probe components of the assay reagents. The target of this reactivity originates from the htlv-I viral lysate.